Event description:
The manufacturer received information alleging a ventilator failed testing. There was no harm or injury reported. The ventilator was returned to the manufacturer for evaluation and the customer's complaint was confirmed. The device's power management board was replaced to address the issue.

Manufacturer narrative:
The manufacturer previously reported a ventilator failed a test step during testing and the power management board was replaced to address the issue. The device's flow sensor assembly was found to be contaminated causing the test step failure and was replaced to address the issue. The power management board was replaced to address a "service required" alarm condition.